Manufacturer narrative:
The investigation for the reported access site bleed and thrombus has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed and thrombus could not be determined.

Manufacturer narrative:
Refer to the attached study, early vs. Delayed mechanical circulatory support in patients with acute myocardial infarction and cardiogenic shock. The impella devices have been discarded by the customer, therefore, investigation of the devices is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) limb¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
The abiomed japan team conducted a literature review and found early vs. Delayed mechanical circulatory support in patients with acute myocardial infarction and cardiogenic shock. The patients spanned (B)(6) 2016 to 2020. The database patients had the following complaints in the impella patients¿ mechanical complications, general complications, bleeding complications, and thrombotic complications. All noted in table 1 and 2. Additionally authors noted: bleeding and thrombotic complications for patients with ami-cs receiving early (<24 hours 2 from admission) vs. Delayed tmcs. Aki: acute kidney injury; ali: acute limb ischemia; ami-cs: acute myocardial infarction-cardiogenic shock; dvt: deep vein thrombosis; gi: gastrointestinal; pe: pulmonary embolism; tmcs: temporary mechanical circulatory support.